Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with some shortness of breath since undergoing a procedure from a single chamber to a dual chamber implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that the atrial pacing threshold had elevated. Review of a chest x-ray noted that loss of some slack could be seen on the atrial lead. On the next clinical visit the pacing threshold had been noted to have lowered. Programming changes were made. The physician opted to continue monitoring at this time. The patient was feeling well.